Manufacturer narrative:
Correction: h1: updated to serious injury. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted images confirmed the reported event of a twisted outflow graft. Additionally, low flow alarms were confirmed through evaluation of the submitted log files that reportedly resolved when the outflow graft was untwisted. The controller event log file contained data on (B)(6) 2020 from 8:59:55 to 10:19:31. The pump operated as intended at the set speed for the duration of the log file. The log file consisted entirely of low flow alarms and low flow faults. The alarms temporarily resolved between events when the flow temporarily increased above the low flow threshold of 2.5 lpm. The controller periodic log file contained data from (B)(6) 2020. The log file recorded the flow gradually decreasing over time, starting approximately on (B)(6) 2020 and continuing through the remaining duration of the log file. The account reported that during the outflow graft revision, the surgeon noted a twisted outflow graft. The outflow graft was untwisted and secured with an outflow graft clip. The flows returned to normal and the patient became stable. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. The outflow graft clip addendum to the heartmate 3 lvas IFU lists the outflow graft clip as a required component for implant. The document further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Evaluation of the submitted images confirmed the reported event of a twisted outflow graft. Additionally, low flow alarms were confirmed through evaluation of the submitted log files that reportedly resolved when the outflow graft was untwisted. The controller event log file contained data on (B)(6) 2020 from 8:59:55 to 10:19:31. The pump operated as intended at the set speed for the duration of the log file. The log file consisted entirely of low flow alarms and low flow faults. The alarms temporarily resolved between events when the flow temporarily increased above the low flow threshold of 2.5 lpm. The controller periodic log file contained data from (B)(6) 2020. The log file recorded the flow gradually decreasing over time, starting approximately on (B)(6) 2020 and continuing through the remaining duration of the log file. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low flow alarms. Blood pressure and electrocardiogram were normal. Labs showed no hemolysis. Echo showed dilated left ventricle, and low velocity speed on outflow cannula with aorta opening every beat. Outflow graft twist was confirmed. After de-twisting, lvad flow increased, and echo confirmed that the left ventricle returned to normal size. Patient now stable.